Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 23.0 diopter intraocular lens (iol) was explanted due to the patient having a myopic result due to a prior lasik procedure. There was incision enlargement and a suture was required. The replacement lens was another pcb00 lens. There was no patient injury reported.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 11/22/2016. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed. Visual inspection was performed at 10x microscope magnification. The returned lens was cut in two pieces most probably to make explant possible. Fibers/particles were observed on lens related to the handling of the lens in a non-sterile environment. Viscoelastic solution observed which indicates the unit was handled and prepared for surgical use. Residue, which appear to be blood, were also observed on the lens. The complaint issue reported could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.